Manufacturer narrative:
Concomitant therapies: panadol osteo. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lip turned white, no capillary return, go purple and vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use ¿ posology ¿ if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal colour.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Initially after the injection, there was nothing out of the ordinary but soon after, the patient's lip turned white and there was no capillary return in the area. It was thought that the patient had a vascular occlusion. Patient was treated with hylase and the patient's nose started to go purple. Patient was treated with additional hylase to the affected areas and again the following day. Patient has also been put on antibiotics and has had treatment with led lamps. Patient is now showing good capillary return. Symptoms have resolved, but then the patient had a cold sore. The cold sores were considered to be related to continuous treatment with the product and hyalase which caused the patient's immune defenses to become low and develop the cold sores as a result. Patient has made a full recovery.